Manufacturer narrative:
(B)(4). Date sent 4/23/2025 d4 batch #196d50 corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gcs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: completely fire the instrument by squeezing the firing trigger until it touches the closure trigger (plastic to plastic), signifying that the instrument has fired the staples and knife blade, and the tissue has been transected. The firing trigger automatically returns to the intermediate position as soon as it is released, leaving the closure trigger in the fully closed position. Make sure that the release button is not pressed during firing as proper formation of staples may be compromised. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 196d50, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/24/2024. Corrected data: d1, d4. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Manufacturer narrative:
(B)(4). Date sent 4/1/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2025 additional information was requested, and the following was obtained: 1. Please provide the account/facility name churchill hospital, oxford hospital theatres. Colorectal. 2. Were there staples in the reload prior to firing? No 3. When the device fired, were there no staples deployed? No 4. Could you please clarify if there were any patient consequences? I understand the patient was ok, however, I haven¿t had more clarity since this. I have reached out to the surgeon who has not responded. 5. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Am not aware of this as the surgeon has not got back to me.

Manufacturer narrative:
(B)(4). Date sent 2/26/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the account/facility name were there staples in the reload prior to firing? When the device fired, were there no staples deployed? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an anterior resection the surgeon was completing a high anterior resection and they used a contour. She is an experienced user of contour. She closed and fired the contour as usual. When she released the contour, she noticed that the device had cut but no staples were present. She looked and couldn¿t see a single staple in the pelvis or around/ in the device. The patient seems to be ok.